Event description:
It was reported that a device was explanted and replaced. The reporter stated that the patient "got kicked over the abdomen by a pacer battery." It was reported that the system stopped working when she was kicked. Nineteen days later, it was reported that there was no hospitalization and no injury to the patient. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ipg 3116 enterra for gastroparesis, serial # (B)(4)) found it was functionally okay with insignificant anomalies. Power on reset (por) condition was observed but was a result of the burn marks on the can from the electrocautery. Connector port observation showed foreign material in port(s).

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.